Event description:
Dr was using the 5/8 sharps engineered safety protection needle with lidocaine provided in the kit. As dr was injecting the pt the needle and its hub under pressure had the orange rounded needle hub twist itself out of the body of the orange needle safety device. The pressure from injecting caused everything to separate and spray all around the area and in the doctor's face. He was wearing a protective shield however it sprayed up under the shield. Additionally, dr stated he did not have a mouth shield on under the face shield. Dr further stated; he hooked the lidocaine up to the needle with safety hub and it separated or broke. He decded not to go through six months of medication, but will be tested for hiv later.